Event description:
It was reported that the programmer rf (radiofrequency) head loses telemetry with devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head interrogated a device with no fault found, however cable damage was noted.